Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the findings of the investigation, it was presumed that the event likely occurred due to an abnormality in the image sensor unit or its electrical contacts. Damage was identified in the bending section cover and electrical contacts of the video connector, suggesting that external stress, possibly from an impact or a drop involving the distal end of the scope, may have caused internal damage to the image sensor, resulting in harm to the coupled charged device unit. Alternatively, poor electrical contact with the system might have contributed to the issue. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: ltf-s190-5"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.